Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements. Review of the lead on x-ray noted the potential the lead was not fully inserted into the device header, however, this was difficult to confirm based upon the orientation of the device header in the x-ray imaging. No adverse patient effects were reported. This lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).